Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to be fractured. There was evidence of oversensed noise, high out-of-range shock and pace impedances and inappropriate therapy delivery. Boston scientific technical services (ts) recommended replacement. Surgical intervention was performed and insulation damage was visually confirmed on a competitor¿s ra lead. There were no visual anomalies observed on the rv lead. The patient was referred to (B)(6) hospital in (B)(6) for lead extraction. Currently the device remains deactivated pending intervention. Boston scientific does not have a contract with this account and thus will not be involved in further care for this patient. It is unlikely that any explanted products will be returned for analysis